Manufacturer narrative:
This is one event for the same pt involving three separate products; associated mdrs # 2937457-2014-00653 and 1225714-2014-01595.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.